Event description:
It was reported that the atrial lead exhibited high threshold value. During testing capture was seen at threshold, but was questionable. The atrial lead output was reprogrammed and capture was confirmed. The atrial lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407658 lead implanted: (B)(6) 2013; 305u221 tissue valve implanted: (B)(6) 2013. (B)(4).